Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited far r over-sensing with p-waves occurring within the refractory period. No intervention was performed. There were no patient consequences.